Event description:
It was reported that during a follow-up, lead dislodgment was observed via x-ray. The lead was repositioned successfully. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.